Manufacturer narrative:
Qc was within the established ranges. Service performed instrument checks and found no instrument issue. The customer will ship the patient sample to bci for further testing. The sample has not been received to date. A definitive root cause for the event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated free t3 (ft3) results generated by unicel dxi 800 access immunoassay analyzer for one patient sample. The result was reported out of the laboratory. Subsequent testing by two alternate methodologies produced results within the assays' normal reference ranges. The customer did not report effect to the patient or user attributed or connected to this event.